Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Patient was dislocating. Total hip was converted to a mdm construct.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. Instability and dislocation were confirmed following review by a clinical consultant. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: [..] Because optimal component position is the responsibility of the surgeon, this factor is procedure-related while the prior hip abductor muscle problems were given prior to the most recent arthroplasty and as such are patient-related.[...] [...] Hip instability is determined by the size and position of components in their relationship with the patient¿s anatomy and functional properties of the hip joint and has no relationship with materials or manufacturing related properties of the devices implanted. This pi case is not device-related. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: suboptimal cup position in combination with hip abductor insufficiency have contributed to hip instability requiring revision of a standard trident liner to a mdm construct. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient was dislocating. Total hip was converted to a mdm construct.